Manufacturer narrative:
Results: a sample or photo was not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that several bd¿ oral dispensing syringes were leaking. There was no report of exposure, injury or medical interventions.